Event description:
This pc is related to (B)(4). The event reported in this pc occurred after the 3rd revision surgery performed on (B)(6) 2022. This patient underwent the initial surgery on (B)(6) 2015. The 1st revision surgery due to loosening of implants was performed on (B)(6) 2021. The 2nd revision surgery due to infection was performed on (B)(6) 2021, with a cement spacer containing antibiotics. The 3rd revision surgery via tha was performed on (B)(6) 2022. After the 3rd revision surgery, the 4th revision surgery due to infection was performed on (B)(6) 2022. In the 4th revision surgery, the surgeon implanted a new stem, head, liner after curettage and debridement were done. Zimmer biomet¿s product on acetabular and our company¿s sleeve were kept using as they were. The 4th revision surgery was completed successfully with no surgical delay. The surgeon commented that the cause of the infection was unknown. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.